Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep reporting that the cause of the lead being bent was unknown. The rep reported that the sterile packaging was opened by the scrub tech and the hcp carefully picked out the lead. The rep reported they held it up in the air to show them and the stylet was significantly bent in the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot#: va1nyz0) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient during a stage I implant. The rep reported that the lead came out of the sterile packaging bent and the hcp requested a new lead. The rep reported that the bent lead was not used. The rep reported that a second lead which was to be implanted had high impedance between 1 and 3 of 4200 ohms. And 0 and 1, 5100 ohms during the implant. The rep reported that all other bipolar pairs were within normal range. The rep reported that the hcp removed the twist lock screening cable and reconnect it, but that did not resolve the impedances. The rep reported testing at 1.5v at first, then they were checked at 3.0v with no change. The rep reported that the hcp loosened the depth stop screw on the lead which also did not resolve the impedances. The rep reported that the hcp did not feel comfortable implanting the lead with those results and so the lead was explanted and replaced with another lead. No patient symptoms were reported. No further patient complications have been reported as a result of this event.